Event description:
The clinic reported that a patient presented with an epithelial ingrowth following a lift flap laser vision enhancement procedure. The enhancement was performed on (B)(6) 2011. The patient's flap was lifted and the epithelial ingrowth was removed. The patient is being managed in the surgeon's private practice. No additional information is available.

Manufacturer narrative:
(B)(4): epithelial ingrowths. No clinical support or service was requested. Customer reporting incident only. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.